Event description:
A stryker micro sagittal saw was sent in for repair because it was leaking oil. This was noticed during a procedure but the device was away from the surgical site on a towel. The procedure was successfully completed with another drill. No adverse event was associated with the device.

Manufacturer narrative:
H6: the device was received for eval; additional info will be submitted once the quality investigation is completed.